Event description:
It was reported that impedances of 36 ohms were found on contacts 2 and 3. It was noted that the patient was going to have an MRI when the short was discovered.

Manufacturer narrative:
Product ID 3389s-40, lot# v984593, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# v984593, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).